Event description:
It was reported that the tubing separated from the spike of a meditrol macrogotero. This issue was further described as, ¿pivot of the tubing becomes detached where the base solution is inserted¿ and ¿bayonet breaks when inserting solution to be infused, and the clamp also breaks¿. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Additional information was added to h4, and h6 h11: the actual device was not available; however, photographs of the sample and retention samples were provided for evaluation. The returned photographs were reviewed, and it was noted that the tubing was detached from the spike and the white clamp was seen outside the device¿s tubing and packaging. The retention samples were evaluated and were intact and met specification (no defects were identified). The reported condition was verified in the photo sample. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.